Event description:
It was reported that the device was explanted after an implant duration of approximately 9.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another device explanted. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 58.4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. Per the operative report of 2005: after full cardiac arrest, exploration of the mitral valve revealed a second mitral valve leaflet with a small annulus. The mitral valve ring was removed.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.